Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they does allege pump was under delivering. The customer¿s blood glucose level was 310 mg/dl. The customer was treated with manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis. Unomed inf set.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, unit passed the delivery accuracy test at 0.08820 inches. No possible over or under delivery anomaly noted.